Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5197283) was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and could not confirm the reported event of permanent out of range. A definitive root cause could not be determined. The transmitter (B)(4) that was used with the device was also returned for evaluation on (B)(6) 2015. A follow-up report will be submitted once the evaluation is complete.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.